Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that the customer had improperly routed the aspirate probe tubing. The fse replaced aspirate probes and peri-pump tubing. The fse explained to the customer the importance of properly routing the aspirate probe tubing and the correct manner in which to route the tubing. The event was considered attributable to user error. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 to (B)(4), 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc. (Bci) that an erroneously high troponin (accu-tni) result was obtained on the unicel dxi 800 access immunoassay analyzer instrument. A repeat of the pt samples run gave results within the expected range. The customer re-ran the pt sample on another dxi instrument and the accu-tni result was in the expected range. The results were reported out of the laboratory and while there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any change to pt treatment.